Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further eval is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2010, the pt was pronounced dead. The coroner informed her that the red heart was illuminated and the system controller was alarming a continuous tone. The MFR was advised that an autopsy will not be performed and the body will be cremated.